Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:13:47. During night drain cycle two, the patient's ultrafiltration reading was 2299ml, indicating the home patient (hp) drained 2299ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional: (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 21:13. A partial fill was delivered during fill 2 of 1 ml, which was less than the expected fill volume of 2200 ml. Review of the event log revealed the cycle 2 drain was completed on (B)(6) 2011 at 02:43 and the user's actual drain volume during cycle 2 was 2313ml (2298ml manual drain + 15ml). The user had a partial fill 2 and the actual drain volume of 2313 ml is 105% of largest prescribed fill volume (lpfv) of 2200 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.